Manufacturer narrative:
Following our receipt of one unit and placed transmitter under microscope and found contamination / corrosion damage at the connector pins, unable to perform functional test or verify communication anomaly. In summary, the customer complaint of loss communication and led anomaly could not be confirmed due to corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the transmitter did not blink when connected to the sensor and did not get any message to warm up. The customer reported no adverse event. The event involved product(s) mmt-7911na, mmt-7020a. Troubleshooting was performed. The customer reported that the transmitter did not blink when connected to the sensor. The transmitter did not blink as expected when connected to the tester and/or removed from the charger. The transmitter led light may not be working properly. The customer was informed transmitter might not be working and will be replaced. The customer will discontinue using the transmitter. No harm requiring medical intervention was reported. No product return is required for mmt-7020a. Mmt-7911na was requested and customer response was the device will be returned.